Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. A 1.50mm x 15mm emerge balloon catheter was advanced to the target lesion. The balloon was inflated; however, it ruptured at 12 atmospheres on the second inflation. The procedure was completed using a 15mm x 1.2mm emerge balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).